Event description:
It was reported that the insulin pump gave a no delivery alarm during a bolus delivery. The customer tried to rewind and prime, and the insulin pump gave a different alarm. It was stated that the customer also noticed that the drive support cap was protruding, but she continued using the insulin pump. The customer was advised to discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump passed no delivery test and no excessive no delivery alarm noted. The insulin pump had cracked display window corner, cracked reservoir tube lip and missing end cap sticker.